Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that stimulation wasn't working, said that for the last 6-8 weeks the urine just starts gushing out when they stand up and patient said don't have any and urge to void. Patient said that their child makes adjustments for them, and patient was on 3 for at least a week and then switched to 2 and it worked some however about 7-10 days ago started to have severe pain in rectum, so severe couldn't walk and then the pain went up back a little, said that this has occurred intermittently since then. Patient said on sunday when in the shower all of a sudden their legs were tingling and couldn't stand up and sensation went up their back, lasted for about 10 minutes. Patient said there hasn't been any changes in medicine and patient said hasn't had any falls. Patient said does have ibsd - problems with rectum and bowel. Patient wanted to know if these episodes could be caused by device. When asked about the programming patient said didn't know if the 3 and 2 were the program numbers or the setting. Troubleshooting was unable to be performed as patient said that patient is unable to make adjustments herself and that their child isn't available to come and make an adjustment when one of those episodes occurs. Reviewed troubleshooting recommendation would be to turn stimulation down or off at the time of the episode. The patient was redirected to their healthcare provider to further address the issue.